Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned coronary non-emergency treatment when the issue occurred, and it was completed by using another system in the next room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system screen did not turn on. During troubleshooting, the fse found pc hardware issue. The fse reloaded the software and configured the database but the issue persists. The fse replaced the host pc, operating system hard disk and reloaded the software with all the adjustments. After replacement of host pc and os hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.